Event description:
This is filed for single leaflet device attachment (slda) with recurrent mitral regurgitation (mr), requiring additional intervention. It was reported that this was a mitraclip procedure, performed on (B)(6) 2022, treating degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2022, the patient reported feeling worse. Transthoracic echocardiogram (tte) was performed on (B)(6) 2022 and transesophageal echocardiogram (tee) was performed on (B)(6) 2022; single leaflet device attachment (slda) was noted and recurrent mr of grade 4. Review of the echocardiograms noted that the posterior leaflet may have been grasped between the gripper and the clip delivery system (cds) shaft, and not between the grippers. On (B)(6) 2022, a second procedure was performed. One clip was implanted and the mr was reduced to grade 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the IFU as a known possible complication associated with mitraclip procedures. Based on the available information, the incomplete coaptation/single leaflet device attachment (slda) appears to be due to procedural conditions. The reported recurrent mr appears to be a cascading event of the slda. The reported hospitalization and unexpected medical intervention (additional mitral valve procedure) were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.